Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had worsening refraction and astigmatism almost 5 months post-implant. Allegedly, the lens vaulted and decentered. A vitrectomy, yag, and lens exchange for another model was performed almost 5 months post-implant. In the surgeon's opinion, the likely cause of the event was "capsular contraction and lens z-syndrome." Patient's current prognosis is described as "good."

Manufacturer narrative:
The lens was not returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.